Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 30 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer¿s blood glucose level was 33 mg/dl at the time of the call. The customer reported that they went to bed after changing their blood glucose sensor and their blood glucose dropped below 30 mg/dl during the night. They then received a calibrate sensor warning and a blood glucose not accepted warning when they tried to calibrate. It is unknown if the insulin pump was in automode at the time of the incident. Troubleshooting was performed and resolved the issue. The blood glucose sensor will be returned for analysis.